Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 12x3.50 promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion. Upon removal of the device, it was noted that a gauze swab was caught on the stent. On examination, the stent had been pushed back on the balloon, and slipped off the balloon easily. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent detached from balloon and damaged with struts slightly stretched and lifted from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 12x3.50 promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion. Upon removal of the device, it was noted that a gauze swab was caught on the stent. On examination, the stent had been pushed back on the balloon, and slipped off the balloon easily. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.